Event description:
It was reported that prior to starting a da vinci si surgical procedure, the cable broke on the maryland bipolar instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed the pitch cable being broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis does not exhibit any damage or wear marks. The instrument has 5 uses left. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.